Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that during service the ht70 ventilator generated a adc failure alarm. There was no patient involvement at the time of the event.